Event description:
It was reported that the right ventricular (rv) lead dislodged approximately one month after implant, possibly due to twiddler¿s syn drome. The lead was repositioned. The lead subsequently dislodged again and the physician felt the lead may be defective, so it was explanted and replaced. The lead was tested after explant and appeared to be working well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).